Manufacturer narrative:
The recipient's hematoma was drained soon after the reimplantation surgery.

Manufacturer narrative:
The recipient reportedly experienced tenderness and swelling near the implant site. On (B)(6) 2015 the recipient was prescribed keflex 500mg twice a day for two weeks and a medrol dose pack. On (B)(6) 2015 the recipient was recommended to discontinue use of the keflex and was prescribed augmentin. The recipient was hospitalized for revision surgery and postoperative care. On (B)(6) 2015, the recipient was prescribed keflex 500mg twice a day for two weeks. The pain and swelling around the implant site have resolved.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. It was reported that the device will not be returned to the company. A review of the device history record revealed no anomalies. This is the final report.

Event description:
The recipient reportedly experienced pain and swelling around the implant site. The recipient was prescribed steroids. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.